Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump was not recording "low battery" warnings or "replace battery" alarms even though some of these alarms and warning had been emitted by the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 02/04/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: "low battery" and "replace battery" alarms were produced during testing and accurately recorded in the pump history. A normal bolus and an audio bolus were performed and were found to record accurately in the pump history. The pump was exercised for 24 hours without alarms or errors being found.